Event description:
The customer reported an extension set that was leaking tpn while connected to a central line. The customer reported no patient harm.

Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.